Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (30 mg/ml at 16.185 mg/day) via an implanted pump. The patient¿s medical history included unspecified pre-existing medical conditions. The indication for pump use was complex regional pain syndrome type I and non-malignant pain. On (B)(6) 2017 it was reported that the patient was admitted to the hospital on (B)(6) 2017 due to severe pain and his multiple unspecified medical conditions. The doctors do not know the cause of problems yet. The patient had possible withdrawal. The patient had fallen several times at home. The pump was interrogated and a printout was provided. The patient was supposed to have a CT scan. They were trying to treat his underlying unspecified medical conditions while providing pain relief. The issue was not resolved. The patient¿s status was reported to be ¿alive ¿ with injury¿. The injury was noted to be ¿patient is hospitalized; has many medical problems; states he fell several times at home; states he is having severe pain¿. No further patient complications have been reported as a result of this event.